Manufacturer narrative:
(B)(4).

Event description:
Received information that during the surgical procedure after the incision was closed, the lead was tested for stimulation. The response from poles #0 and 1 was not as expected. It was noted that there was blood in the lead. The incision was re-opened and another lead was implanted. There were no further problems with the patient.